Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result generated for one sample. On (B)(6) 2024 ,sid (B)(6), ca19-9 initial result was 182.3 u/ml, repeat result was 9.6 u/ml additional lab result provided: cea 1.6 u/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false elevated alinity I ca 19-9xr results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A ticket search by lot did not identify an increase in complaint activity for the current issue. Trending review did not identify any trends for the issue for the product. The device history record review did not identify any non-conformances or any potential non-conformances. Labeling was reviewed and sufficiently addresses the customer's issue. The overall performance of alinity I ca 19-9xr was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 53600fp00 is within the established control limits. The historical performance of the reagent lot will be used in place of retained file sample analysis; therefore, no unusual reagent lot performance was identified for 53600fp00. Based on the investigation, no systemic issue or deficiency with the alinity I ca 19-9xr assay for lot 53600fp00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity I ca 19-9xr result generated for one sample. 07feb2024 sid (B)(6) ca19-9 initial result was 182.3 u/ml, repeat result was 9.6 u/ml. Additional lab result provided: cea 1.6 u/ml. No impact to patient management was reported.